Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of over 400 mg/dl. Reportedly, customer bg values were not populating on their bolus screen. Customer attempted to self-treat with a bolus via pump and a manual injection, however was treated intravenously with fluids of saline in the ER. Customer was released the next day with issue resolved. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended.